Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the cutter insertion test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing it was discovered that the device had a problem of cannot insert cutter. It is unknown if the device was being used in surgery. It is unknown if pt or user injury occurred. It is unknown if delay or medical intervention occurred. There is no additional information provided.